Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump received a critical pump error prior to the open book image. Customer's blood glucose value was 10 mmol/l. Customer received open book image on the insulin pump screen. The customer reported that there was crack on the insulin pump and water in the battery compartment. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Troubleshooting was assisted. The device will not be returned for analysis.

Manufacturer narrative:
Unable to verify software due to critical pump error (open book). Insulin pump received with critical pump error due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). Insulin pump received with moisture damage on the motor, battery tube, vibrator and keypad flex tail noted. Insulin pump received with cracked case behind the pump at the battery compartment noted.